Manufacturer narrative:
Device investigation summary - the product was returned in a packaging different from the original packaging. The laser etching was readable. The item was broken into two parts, as claimed by the customer. A DHR review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The diameter was measured close to the breakage and met specifications. Additionally, it was verified that the correct material was utilized. The evaluation of the nail has shown that there is broken at the distal locking bolt hole. Based on the information provided, it is not possible to determine the exact cause of this breakage off the complaint information alone. It is likely that any occurrence during the healing process, (e.g. Non-union, delayed union, overloading or a combination of different factors) led to a fatigue failure of the nail. While the complaint is confirmed, the manufacturing of the device being the cause of the event would not be found as valid. There was no product fault that could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is unknown. Additional product code: hwc. Phone number: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: april 20, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the proximal femoral nail (pfn) broke postoperatively. It was implanted in (B)(6) 2015 explanted in (B)(6) 2016. The patient was diagnosed with a dislocated subtrochanteric left femoral fracture. The patient had a closed reduction of a fracture of proximal femur by intramedullary nail with left joint component and open reduction of a fracture of proximal femur by left tension band wiring/cerclage. The procedure was completed successfully. The patient reported pain in the left femoral region. Radiographic and computed tomography images showed a repeat fracture in the region of the former subtrochanteric main fracture region with nail breakage and delayed bone fracture healing. One of the distal locking bolts of the inserted long pfn is broken. The patient was treated with complete implant removal, medullary space overdrilling and reosteosynthesis over long pfn with additional cancellous bone graft. The procedure was completed successfully and the patient was reportedly in stable condition. The provided x-rays were reviewed by the manufacturer and it was noted that the nail breakage could be confirmed. This is report 1 of 2 for (B)(4).